Manufacturer narrative:
The biomedical engineer (bme) reported that the uninterruptible power supply (ups) supplying the central nurse's station (cns) has shut down, which shut down the cns. No patient harm or injury reported. Nihon kohden technical service representative walked the bme through resetting the ups and then the proper way to bring the cns back online. After the ups was fully powered on the bme was able to reboot the cns without any other issues or errors. Investigation summary: customer was not trained on how to reset the ups. Nihon kohden technical services (nk ts) walked customer through resetting the ups and then the proper way to bring the cns back online. After the ups was fully powered on, they were able to reboot the cns without any other issues or errors. The reported issue does not require further investigation through corrective action/preventative action (CAPA) since the issue was caused due to the failure of a non-nk manufactured accessory device and not nk device malfunction/deficiency. The following field(s) contain no information (ni), as attempts to obtain information were made, and reply was that they could not provide the information requested: a2 - a6 b6 b7 attempt # 1: 07/06/2021: emailed the biomedical engineer via microsoft outlook for patient and concomitant medical information: no reply was received. Attempt # 2: 07/26/2021: emailed the biomedical engineer via microsoft outlook for patient and concomitant medical device information: reply was received. Biomedical engineer cannot provide any of the information requested. Additional device information: d10 concomitant medical device: the following device(s) was used in conjunction with the cns, but the model #, serial #, device manufacturer date and UDI is noted as no information (ni) since the biomedical engineer could not provide the information.

Event description:
The biomedical engineer (bme) reported that the uninterruptible power supply (ups) supplying the central nurse's station (cns) has shut down, which shut down the cns. No patient harm or injury reported.

Event description:
The biomedical engineer (bme) reported that the uninterruptible power supply (ups) supplying the central nurse's station (cns) has shut down, which shut down the cns. No patient harm or injury reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the uninterruptible power supply (ups) supplying the central nurse's station (cns) has shut down, which shut down the cns. No patient harm or injury reported. Nihon kohden technical service representative walked the bme through resetting the ups and then the proper way to bring the cns back online. After the ups was fully powered on the bme was able to reboot the cns without any other issues or errors. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Concomitant medical device: the following device(s) was used in conjunction with the cns, but the model #, serial #, device manufacturer date and UDI is noted as no information (ni) since the biomedical engineer could not provide the information.